Event description:
On (B)(6), the pt was wearing a pod and the following blood glucose readings were taken: 10:38 am 74 bg; 7:39 pm 255 bg. On (B)(6), the pod deactivated at 7:30 am. The pt stated the pod had bruised her arm and so she used her other arm. The pt activated a new pod 7:58 am. At 7:59 am the pt tested her bg and her bg was 55. The pt ate bananas and drank coffee. At 9:00am she left for work. On the way to work, the pt passed out in the middle of traffic and went into a diabetic coma. Paramedics gave her an IV and something to bring up her blood sugar (pt could not recall what was given). Pt was hospitalized for 12 hours. Pt feels the pump overdosed her. Pt stated she is going through depression, was laid off at work, has had her driver's license taken away and is in fear of her family. Pt is unsure if the pod she is returning is the pod involved in the incident.

Manufacturer narrative:
The pod was not returned to eval. We are unable to confirm if any malfunction or defect occurred that may have caused or contributed ot the hypoglycemic event. The pod is designed with safety mechanism that would prevent over delivery of insulin that contributes to low bgs. Lot qualification records were reviewed and found to have met all acceptance criteria. The omnipod user guide warns "make sure your blood glucose is at least 100 mg/dl before driving or working with dangerous machinery or equipment. Hypoglycemia may cause you to loose control of a car or dangerous equipment. Also, when you focus intently on task, you may miss the symptoms of hypoglycemia." The user guide also warns "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." Users are advised to check blood glucose frequently to avoid potential problems. The user guide thoroughly instructs how to test and treat for hypoglycemia, and suggests that users investigate the cause of their hypoglycemia (ie; incorrect basal settings, incorrect bolus amount, incorrect target bg level, hypoglycemia unawareness, prolonged or intense exercise, etc).